Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 5x daily and his results are usually between "160-180 mg/dl." The alleged issue began about a month prior to contacting lfs. The patient reported blood glucose results of "319 mg/dl" with the subject meter and "123 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Due to the alleged results, the patient reportedly increased his usual dose of insulin (amount not specified). After, the patient claims he felt symptoms of sweating, headache, could not stand on his feet and "fainted." When the patient reportedly woke up, he went to his pharmacy. The patient did not specify any treatment received. On the evening prior to contacting lfs, the patient allegedly was still administering self an increased dose of insulin. On (B)(6) 2012, while speaking with the cca, the patient claims he felt symptoms of sick and shaky. The patient denied contacting emergency medical services (ems); however, did not specify any treatment. The alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.